Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced battery charging issues. In addition, reportedly pump screen is "hard to read." The customer declined a follow up from tandem technical support and no further information was provided. There was no reported impact to customer's blood glucose level.